Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the procedure involving a single patient, 2 cook® single-use holmium laser fibers from lot 8487200 did not function. As reported, there was a green laser beam only 1cm from the plug. A third cook® single-use holmium laser fiber from lot 8545131 was used and it worked. Additional patient and event details have been requested but answers have not been forthcoming.

Manufacturer narrative:
Additional information: event and patient code. Evaluation conclusion code: cause not established (4315). Investigation: evaluation: a visual inspection of the returned devices was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and trends. One shipping carton labeled rpn hlf-s200-hsma with label lot number: 8487200 was received; two used laser fibers were returned. A visual examination of fiber (a) revealed a melted hole melted through one side of the white protective sheathing; inside the sheath, the fiber was separated 33.1cm from the end of the silicone plug cover. The proximal segment measured approximately 43.1cm from the point of separation to the end of the ferule. Charring was visible inside the sheathing material and the blue cladding has a charred melted appearance, indicating energy was transmitted to the fiber. The distal segment had 6.5mm of quartz extending from the blue cladding on the distal tip; when pulled out of the sheathing fiber segment measured 257.3cm. Total length of returned fiber pieces measured 297.4cm. Fiber (b) has 6mm of quartz extending from the distal end of the blue cladding. The length of the fiber measured approximately 300cm. Protective sheathing covering the fiber has been bent in two locations once 38 cm from the plug cover and again at the base of the plug cover most likely cracking the quartz. The device history lot record for lot number: 8487200 was reviewed and noted 3 non-conformances. 1 device with foreign matter embedded in the packaging material, one device with loose foreign matter, and one device that failed the fiber program test and was scrapped. The two items with foreign matter were reworked. A search of complaint records found there are a total of two complaints associated with lot number: 8487200 for the same issue. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the physical evaluation of the returned products. A definitive investigation conclusion could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 04sep2018. According to the report, there was no consequence for the patient.